Event description:
The doctor reportedly used an interventional device and noticed it was possibly hitting endplate, he then removed the device and discovered nothing seemed to be wrong so he reinserted the device into the pt and continued with the procedure. After 6-8 minutes of running the device in the pt, the doctor noticed something was wrong and realized from fluoroscopic evidence that the tip broke off inside the pt. He then took the stylet/cannula and pushed the broken tip to the contralateral wall of the annulus to ensure it was out of the way. He opened a new device and inserted the 2nd device into the disc and after a period of time he broke another tip off in the same disc.

Manufacturer narrative:
The device was likely run against the endplate of the disc a ta sharp angle and as a result, the tip of the first device broke off as can be seen by the picture above of the complete shearing of the central cable, and auger. The IFU for sv1007 states that "during tissue removal, the enspire device should never be in contact with the vertebral endplate or annulus". The proper steps to ensure proper placement of the device may have been overlooked as the IFU for sv1007 also states that "fluoroscopy or an alternate imaging technology is essential to the safe use of this product. Do not attempt to operate the discectomy device without verifying the placement of the instrument within the intervertebral disc on fluoroscopy or another imaging modality". Additionally, the second device likely failed when it came into contact with the previously broken off tip that was left inside the disc space of the pt. The device is not intended to be used in a scenario such as the one described and would most certainly cause failure of the device. The broken pieces were left in the disk of the pt.